Event description:
I was informed that the bard mesh used in my hernia repair is made of polypropylene and is not to be used in the human body and with my long term (B)(6) diagnosis that the mesh used is toxic to people with compromised immune systems. After being informed of this knowledge I have been living with anxiety daily causing sleep problems and a lot more, I daily live with the fear that my medications to stay alive to treat (B)(6) will cause an autoimmune response due to the use of a polypropylene mesh that the msds sheet clearly states not to be used in humans. Anxiety, nausea daily. Date of use: (B)(6) 2017. Reason for use: hernia. Did the problem stop after the person reduced the dose or using or taking the product? No; did the problem return if the person started taking or using the product again? No.